Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Upon visual inspection, a particle was observed inside the syringe. After further evaluation, the fiber was determined to be a polypropylene fiber. A device history review was performed for the reported lot 2010060, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the molding process due to movement of the product within the manufacturing equipment. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: dust particles/lint in the syringe. Customer wanted to produce medicine with it, in the process the contamination was noticed.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: dust particles/lint in the syringe. Customer wanted to produce medicine with it, in the process the contamination was noticed.